Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) of level 300 -522 mg/dl cgm with an unknown cause. Elevated bg was addressed with correction bolus via the pump. However, reportedly the customer has exercise mode turned on 24/7 and customer has reason to suspect her insulin may not be as effective because a manual injection with the same insulin also did not result in better reduction of bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.